Event description:
It was reported that an unspecified quantity of elastomeric pumps had particulate matter in the housing. This was further described as ¿some plastic filaments or some plastic residue that seems to be some parts of the empty rx reservoir at the bottom of the shell.¿ there was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h6, and h11. H11: the devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.